Event description:
As reported, during a laparoscopic incisional hernia repair using a ventralight st w/ echo 2 ps, the device was quickly dipped (1-3 sec) in saline prior to use. The mesh was then rolled per IFU with the st coating on the inside. The device was then inserted into a 12mm trocar. It was reported that after inserting it through the trocar, when pulling up against the patient's abdominal wall, the surgeon noticed the st coating was sloughed off in some areas. As reported, the surgeon removed the mesh, and a new mesh was used to complete the case. There was no patient injury.

Manufacturer narrative:
As reported, separation of the sepra coating on the ventralight st mesh (echo 2) was noted after trocar insertion. An image of the mesh with the echo 2 frame still attached was provided. Review confirms there is a void in the st coating which presented while in use. This was not reported as an out of box condition. The photo does not assist in determining root cause. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.